Manufacturer narrative:
Corrected fields: d10 (information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Event 1: blurry image. Based on the results of the investigation, the root cause could not be determined as the reported event could not be reproduced. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image". Event 2: foreign material on bending section cover. Based on the results of the investigation, the root cause could not be determined. The foreign material was identified as clotting protein, however, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: nozzle has a dent, and bending section had tension, slack and scratches. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope image is blurred with water mist. It is suspected that the automatic air supply and water supply are not resolved by replacing the button during reprocessing. When performing endoscopic mucosal resection (emr) and colonoscopy for multiple gastric polyps, it is found that the display image is blurry. Then perform suction and flush the lens, but the effect is not significant, immediately stop the operation and replace another scope to complete the procedure. During inspection and evaluation, the bending section cover has clotting protein. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.